Event description:
It was reported that the artificial urinary sphincter (aus) had a fluid leak and deflation issues. A replacement surgery was performed, and all components were removed and replaced. During the procedure, the physician could not identify the device issue. No patient complications were reported.